Manufacturer narrative:
Age or date of birth,weight, ethnicity: unknown; requested not provided. Asku. If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluated by MFR:the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intra-ocular lens (iol) appeared to have a peripheral scratch. The intraocular lens (iol) was left implanted in the patient's eye. The patient is stated to be fully recovered. No additional information was provided.

Manufacturer narrative:
Additional information: upon further review it was noted from patient implant card that doctor is dr. (B)(6) , affected eye was left eye. Patient is female, 79 yrs. Old with date of birth: (B)(6) 1943. Fields below updated: section a2: age: 79 yrs. Old. Section a2: date of birth: (B)(6) 1943. Section a3: gender: female. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.